Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not achieve proper hemostasis after removal from the patient's body. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was prepared and used according to the instructions for use (IFU). There was no damage to the device prior to opening the package. Bleeding was noted during device removal, including pulsatile bleeding at the puncture site upon removal of the exoseal vascular closure device (vcd) and sheath. The plug was not found to have fallen out, partially deployed, or fully inside the shaft. Fingertip compression was maintained during device removal. No information was available regarding anticoagulant or antiplatelet use. There were no multiple access attempts. Bleeding was treated with manual pressure, and there was no reported patient injury. The device was used in a diagnostic procedure with a retrograde approach. Physician certification on exoseal vcd use was confirmed. A non-cordis sheath was used. Angiography confirmed vessel suitability, appropriate insertion angle, and vessel diameter greater than or equal to 5 mm, with no visible calcium or plaque, mild vessel tortuosity, no nearby stent, no significant stenosis, no recent prior closure, and no pre-existing complications at the access site. The device will be returned for evaluation.